Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. We have submitted individual reports for each patient who suffered a major complication according to the literature review (5 patients). The MDR numbers for each patient are: 8043484-2020-03456, 8043484-2020-03457, 8043484-2020-03458, 8043484-2020-03459, 8043484-2020-03460. We respectfully request to close this case as a duplicate and refer to the referenced cases above.

Event description:
It was reported that in a clinical observation of "negative pressure wound therapy reduces wound breakdown and implant loss in prepectoral breast reconstruction" ,that the pico negative pressure wound therapy (smith & nephew) was applied in 126 cases, 5 of these cases presented major complication (change in management such as the prescription of antibiotics, change in dressings, or prolonged wound healings). It is unknown treatment of this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.